Manufacturer narrative:
Upon investigation, the returned device showed a dull cutter blade. Review of the device history record for this lot did not produce any findings that attribute to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted arteriotomy closure using the starclose device. The physician was able to engage the exchange sheath to the starclose clip appplier. During the initiation of the split of the exchange sheath tube, the clip delivery tube "pushed the exchange sheath out of the exchange hub." The physician re-accessed the vessel through the exchange sheath tube with a guidewire and was able to achieve closure of the femoral artery with a second starclose device.